Event description:
It was reported that after the iab was inserted into the patient, the pump exhibited helium loss 2 and 3 alarms. The patient was transferred to another pump, but the alarms continued. The iab was then removed and replaced without any patient complications.